Event description:
On (B)(6) 2008, the patient underwent endovascular repair of a thoracic aortic aneurysm using gore® tag® thoracic endoprostheses (B)(4). An access was gained in the right common iliac artery using a retroperitoneal approach, and two stent grafts were deployed without issue. The procedure was concluded without endoleaks present. On (B)(6) 2008, in a follow-up study, aneurysm diameter was 62x54mm. Endoleaks had not been revealed. On (B)(6) 2009, in six-month follow-up study, endoleaks and other adverse events had not been revealed. Aneurysm diameter had shrunk to 58.6x37.9mm. In two more follow-up studies, aneurysm diameter had further shrunk to 50.2x38mm with no endoleaks present. On (B)(6) 2011, in three-year follow-up study, aneurysm diameter was 55.1x37.7mm. No endoleaks and adverse events had not been revealed to the patient. On (B)(6) 2012, a follow-up study revealed that the patient had developed heart failure. On (B)(6) 2012, in four-year follow-up study, aneurysm diameter had enlarged to 60.5 x 40.9mm. Endoleaks had not been present. On (B)(6) 2012, the patient underwent percutaneous transcatheter coronary angioplasty to treat the heart failure. On (B)(6) 2013, in five-year follow-up, aneurysm diameter had enlarged to 62.8 x 44.2mm. It was also revealed that the patient had developed bowel ischemia. On the same day, the patient expired due to the bowel ischemia. Reportedly, the physician stated that the heart failure and bowel ischemia were not related to gore devices.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Heart failure occurred to the patient approximately four years post procedure, and the physician stated that the heart failure is not related to gore devices. Therefore, this portion of event is not reportable to FDA. The patient expired due to bowel ischemia approximately four-and-half years post procedure. There had not been revealed any adverse events that could lead to bowel ischemia until it occurred to the patient. Additionally, the patient had pre-existing conditions of hypertension, diabetes and atherosclerosis that could be risk factors to thrombosis and bowel ischemia, and the physician stated that the patient¿s death is not related to gore devices. For these aspects, the patient¿s death is not reportable to FDA.